Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient received inappropriate shock therapy. The patient reported that the shocks occurred a few hours after they woke from anesthesia and that four shocks in total were delivered. The patient also reported losing consciousness during the event. The physician was able to see the patient and program off therapy, and told the patient the cause of the episodes was trapped air around the device. The local sales representative later confirmed the device was checked the following day and was functioning appropriately so therapy was programmed back on. No additional adverse patient effects were reported. The device remains implanted and in service.